Manufacturer narrative:
Internal complaint reference: (B)(4). The renasys touch device was not returned for evaluation; however, the provided images were reviewed and revealed photos picturing the wound area and a saturated dressing, no device evidence was noted. The clinical/medical investigation concluded that, the clinical root cause of the reported event is most likely multifactorial. The positioning of the device or tubing during ambulation with frequency of dressing change and the saturated dressing finding on post-op day #4 likely contributed to the clot formation over the skin graft site; the ¿foul-smelling prompting early removal¿ occlusion on the wound side of the dressing, precipitated the wound/periwound maceration. The renasys¿ wound+ npwt instructions for use (IFU) warns ¿if an occlusion forms on the wound side of the dressing, the seal may be lost, or pooling may occur without alarm activation¿. Frequent, careful, close monitoring is recommended per the IFU. Additionally, we are unable to rule out the patient¿s comorbidities and/or an existing bioburden as contributor(s) to the reported biofilm formation post-op day #4. Device batch number was not provided; thus, an evaluation of the manufacturing and sterilization records could not be performed. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. Also part number information was not provided; thus, the evaluation of the instructions for use document of the renasys touch device could not be performed either. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the product family name and adverse event reported. At this time, we have no reason to suspect that the device failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, patient with history of right ankle squamous cell carcinoma who underwent radical resection with surgical oncology on (B)(6) 2025. He was initially treated with application of a dermal matrix to the wound and npwt on (B)(6) 2025, which was unfortunately complicated by possible infection requiring debridement of the previously applied dermal matrix on (B)(6) 2025. He was treated with antibiotics and continued with local wound care / dressing changes until wound bed was amenable to skin grafting. He returned to the or on (B)(6) 2026 for split thickness skin graft to the posterior right ankle measuring 14cm x 10cm. Wound bed had appropriate hemostasis prior to application of the skin graft, and no ongoing bleeding was noted at time of dressing application. Wound+ dressing was applied directly over skin graft as instructed, soft port attached and connected to renasys touch device at -120mmhg continuous suction (medium intensity). Plan was to remove npwt from the graft on post-op day 5-7 as per our standard protocol when using npwt to bolster skin grafts in the acute post-op period. However, on post-op day 4 (B)(6), npwt dressing was noted to be saturated and foul-smelling prompting early removal to assess graft take and any potential recurrent infection. No reported blockage alarms and minimal output recorded in canister (20ml total reported by nursing while npwt in place). Dressing removed and noted to be saturated with clot present overlying skin graft (between graft and dressing). Clot was able to be easily removed and graft mostly intact, however, graft and surrounding tissues noted to be macerated from saturated dressing. No evidence of infection or graft failure was noted. Npwt was discontinued. No further complications were reported.